Manufacturer narrative:
Device evaluation and service pending.

Event description:
The customer reported the device alarmed and screen went black and unit shutdown during normal ventilation operation. The customer reported they restarted the unit into normal ventilation operation and the reported problem recurred. The customer reported the unit was in use on a patient and there was no patient harm. Evaluation and service is pending upon customer return of the device to the manufacturers service facility.